Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed the product wet with one protection cap attached to the blood connectors instead of two. Functional leak testing was performed on both the dialysate and blood sides of the filter, and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a theranova 400 during priming, described as "after passing over two liters of saline, the venous bag did not fill with water but instead water was draining through the dialyzer area". There was no patient involvement. No additional information is available.